Event description:
(B)(4). Very healthy up till essure device was inserted. Month after procedure headaches started. By (B)(6) 2010 joint problems leading to no use of hands or feet. Went to ER and could not find a answer. (B)(6) 2010 severe onset sciatic with ER visit. Immediately after that severe cough and breathing issues appeared over night. Many months of dr. Visits treated for asthma related to allergies. From 2010-2015 allergies still not controlled and had polyp nose surgery. Loss of smell and still on multiple allergy medications and advair. Currently on the final stretch of allergy shots and not any better and still no sense of smell. Last 3 years concerns stated to family dr. About constant weight gain of almost 40 pounds. That is with doing weight watchers, running and boot camp faithfully for the last 3 years and still continue to gain. Final problem is the hair loss and tiredness. Family dr. Has ran many bloodwork test to rule anything out and everything comes back normal.